Manufacturer narrative:
The report of broken and cracked plastics for the rear cases was confirmed. Inspection of the returned alaris syringe module front cases pn: (B)(4) revealed a various cracked and broken areas of the plastic. The qn database was also reviewed for component failures. No applicable component quality notifications were related to cracked or broken plastics. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Prp - assy syr front case kypd rohs, it was reported that the customer is replacing the syringe module front case. (B)(4)stated that, "75% of keypads were having to be replaced due to cracking, fluid ingress and malfunction". There was no patient involvement.